Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the fan of the subject device made a very loud noise before the unspecified procedure. It was not provided the other detailed information. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correction for the initial report submitted on july 23, 2020. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. However, based on the service department of olympus europe se & co. Kg (oekg), omsc concluded that the reported event was not reportable event.